Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the left breast implant was intact. The patient experienced symmastia. The replacement devices were mentor memorygel breast implant 500cc. The left breast nipple was displaced. On (B)(6) 2012, the patient had a surgical intervention to modify the left breast implant pocket. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances related to the malfunction were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, clarification has not been received for the device reported being received. Since the product received does not match the product reported originally, this complaint¿s product received status is product is not available. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/ or reoperation: breast pain and rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with a mentor memorygel breast implant 600cc and experienced breast pain and rupture on the left side. As a result, the patient had undergone removal on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. However, the product received is different from the product that was reported: catalog 3506004bc, lot number 5848418. Clarification is in progress. Once more information is available, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).